Event description:
A 28-year-old female patient with astrocytoma (who grade IV) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she experienced a skin reaction. To address the skin reaction, the healthcare provider (hcp) prescribed an unspecified oral medication and a topical ointment. The patient was not hospitalized for this event. Multiple attempts were made to contact the prescribing physician for additional information; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).